Event description:
Surgeon went to use the gyrus cutting forcep and pieces of the handle fell off. Staff immediately opened another device. [There was no pt harm in this event. The pieces fell outside of the surgical wound.]